Event description:
It was reported that during a coronary drug deluting stenting treatment procedure, a burr on the stent was observed. The lesion was located in the left main (lm). The vessel was not tortuous and had mild calcification. The vessel was 4.5mm in diameter, 12mm in length, and had a 90% stenosis at the ostial part of the lm. The physician predilated the lesion with a 3.5x20mm non-bsc balloon at 12 atms for 8 seconds. The physician then removed the balloon and advanced the balloon and advanced the 4.50x16mm taxus express2 drug eluting stent to the lesion in the lm, but was unable to cross the lesion. The physician removed the stent and observed that there was a "burr" on the stent. The physician then used a 3.5x10mm cutting balloon of unk type at 10 atms for 14 seconds to predilate the lesion. Another of the same size taxus express2 stent was used to successfully complete the procedure. The stent was post dilated with a 4.5x12 quantum maverick balloon at 22 atms for an unk amount of time. The pt condition is listed as okay and no complications were reported.